Event description:
Caller states during a correlation study, the following coaguchek xs plus/laboratory results were obtained: pt 1: 2.0 inr/1.5 inr. Pt 2: 2.5 inr/2.0 inr. No action taken on device results. No adverse event reported. Requested return of suspect system and replacement was sent.